Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a cleo 90 infusion set broke, causing the cannula to fall out of the skin while the adhesive remained attached. The issue was resolved by replacing only the infusion-site portion. There was no patient injury.